Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual sample was received for evaluation contaminated with chemotherapy. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the reported problem no additional testing could be performed. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set would not flow. It was further reported during patient infusion, the user ¿hooked up the chemo lock port¿ and ¿discovered that lower y-site on primary line did not work¿. Flow was established; however, ¿only the lower y-port that they were not able to flush or establish flow¿. The primary set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.